Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmidt-horlohe, k., bonk, a., wilde, p., becker, l. And hoffmann, r. (2010). Functional results after osteosynthesis of the distal humerus fracture with an anatomically precontoured angular-stable double plate system. Z orthop unfall, 148, 300-308. This report is for an unknown lcp distal humerus plate system/unknown quantity/unknown lot. (B)(4) radial fixation failure. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, schmidt-horlohe, k., bonk, a., wilde, p., becker, l. And hoffmann, r. (2010). Functional results after osteosynthesis of the distal humerus fracture with an anatomically precontoured angular-stable double plate system. Z orthop unfall, 148, 300-308. The authors evaluated the functional results and complications following open reduction and internal fixation of distal humerus fractures with synthes locking compression plate (lcp) distal humerus plate system. Fifty-one patient (30 female and 21 male) with 52 fractures of the distal humerus and a mean age of 51 years (range, 14-94 years), were prospectively recorded over a period of 42 months. Three patients subsequently died; cause of death was not reported. Follow-up was conducted in 44 patients after a mean of 13 months, (range, 6-24 months). Results included: reportable malfunction. Patient (B)(6) experienced radial fixation failure and refused follow-up. This is report 9 of 12 for (B)(4). This report is for an unknown lcp distal humerus plate system.